Manufacturer narrative:
A customer from outside the united states reported observation of reproducibly discordant, elevated atellica im high-sensitivity troponin I (tnih) results for one patient. Testing using an alternate method produced consistently lower results, which were accepted as correct. Siemens reviewed the available information to determine probable cause and evaluate for potential product issues. Quality control (qc) results were within acceptable limits when the sample in question was run. There was no remaining sample available for further investigation by siemens. Elevated atellica im tnih results of result 74, 67,and 69 ng/l were compared to low/normal results from the alternate method. Siemens investigation shows that the alternate method measures troponin t whereas atellica im tnih measures troponin I. Results from these assays cannot be used interchangeably and differences in values are expected. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." A product performance issue has not been identified. The customer is operational; no further investigation is required.

Event description:
A customer reported observation of reproducibly elevated atellica im high-sensitivity troponin I (tnih) results for a 54-year-old male patient, which were discordant relative to alternate-method testing and clinical indications. The initial result was reported to the physician and questioned. The lower results produced using the alternate method were accepted as correct. There are no known reports of patient clinical intervention or adverse health consequences due to the discordant tnih patient results.